Event description:
The customer reported the left monitor was not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. No patient injury was reported.